Event description:
Customer reported a past high blood glucose event displayed as "high"; although specific value was not provided. Cause was not known. Customer resolved the issue by changing the infusion set and cartridge. Technical support recommended consulting with a healthcare provider to discuss what may be affecting blood glucose levels.